Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was not capturing. When the physician attempted to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.